Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the plunger hook was broken. A field service engineer (fse) shut down the device, replaced the broken plunger hook, rebooted the system and tested the device in hardware test application successfully. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 1 failed and was unable to open. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.